Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised the customer to remove the battery for 2 hours and then reinstall to try to resolve the issue. Customer indicated that they would call back in 2 hours for further troubleshooting. No further details provided.